Event description:
Patient presented to the physician with a rash at the ipg incision. Physician prescribed antibiotics and steroid cream. Patient presented back to the physician with an infection. Physician brought the patient into the or and removed the entire inspire system.